Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure of the implantable pulse generator (ipg), physician was unable to get a magnet response from device. Session was not ended and device may still have been in contact with the programmer. Ipg remains in use. No patient complications have been reported as a result of this event.